Event description:
It was reported that the right ventricular lead exhibited high impedance. Patient condition was unknown. Further information was requested, but is not yet available.

Event description:
New information received notes that the high defibrillation impedance spike was seen over remote transmission. The lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information notes that the right ventricular lead was explanted and successfully replaced. Visual inspection noted lead fracture upon removal. The patient was stable.